Event description:
It was reported to nova biomedical that a consumer received a result of 578 mg/dl on their blood glucose meter at 6pm. The consumer administered an unk amount of insulin based on that reading. Subsequently, the consumer experienced a hypoglycemic event which required medical intervention. The consumer went to the hosp and they tested her in the ER getting a result of 91 mg/dl. It was discovered during this call, the consumer is transferring test strips from the vial to the mesh pocket in the carrying case, which is against our directions for use. This mishandling may compromise the integrity of the test strips. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for eval as they were discarded by the end user.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.